Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronhovideoscope to the service center for a separate issue. During the device analysis, it was found, the coating on the connecting tube was peeled. There was no patient involvement.